Event description:
Drive medical has received a complaint from a provider regarding an incident involving a commode imported and distributed by drive medical. This MDR report is based on information provided by the patient's son. Drive medical spoke to patient's son to investigating this event. Patient's son stated that the right arm of the commode loosened while patient was using the commode, causing the patient to fall back onto the seat. Patient's son did not see the event happen but surmises that the cleaning lady may have loosened the arm while wiping the commode or that patient's pant leg caught on the release. Patient received stitches on her right thumb and was diagnosed with compression fractures of her sacral vertebrae.